Manufacturer narrative:
Failure analysis received the force bipolar instrument involved in this reported event. The instrument was found to have bent grip(s) causing misalignment of the grips.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument tip became stuck on abdominal tissue. The customer said an abnormality, such as a dislodged/misaligned jaw or grip tip sticking out, was noticed with the force bipolar instrument during this event. The instrument jaws were reportedly stuck closed. The customer was unable to release the tissue from the instrument, so the stuck tissue was excised. This was reportedly an unplanned removal of tissue. There was no bleeding due to this event, and the patient did not experience any post-operative complications. Another force bipolar instrument was installed to continue the procedure. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis investigations. The instrument logs indicate this force bipolar instrument was not reused in subsequent procedures. A system log review found that no relevant errors occurred during this procedure. .